Manufacturer narrative:
(B)(4).

Event description:
It was reported that, "the doctor found cuff leakage when doing testing before using on patient. Then changed new one, no impact on patient". No patient involvement.

Event description:
It was reported that, "the doctor found cuff leakage when doing testing before using on patient. Then changed new one, no impact on patient". No patient involvement.

Manufacturer narrative:
Qn#(B)(4) the sample was returned to the manufacturer for investigation. The manufacturer reported "one actual sample was returned with open pouch for evaluation. Bronchial tube was inflated endotest for both clear and blue cuff. Tracheal clear cuff failed as it was unable to maintain its pressure at 25mbar. The bronchial blue cuff passed as it was able to maintain its pressure at 25mbar. Water leaked test and observed bubble on clear cuff. Further inspection carried out on clear cuff, observed with a cut mark on the outer clear cuff. The cut mark on the cuff leading to unable to inflate the cuff. Based on the investigation, the defect mode on cuff leakage was confirmed due to the cut mark on cuff. However, there is 100% visual inspection, inflation and deflation test were performed in manufacturing and such obvious defect able to be detected and taken out as it will fail all the testing at manufacturing site. This complaint could not be verified as manufacturing related caused." Teleflex will continue to monitor and trend on reports of this nature. Other remarks: n/a corrected data: n/a.

Event description:
It was reported that, "the doctor found cuff leakage when doing testing before using on patient. Then changed new one, no impact on patient". No patient involvement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI #. **UDI related data quality updates only**. Other remarks: n/a. Corrected data: n/a.